Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had defective air/water supply. The issue was found during a procedure and it was completed with the same device. There was a delay noted. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that air/water supply volume, amount of water contact and water removal ability did not meet standard value to clogging on the nozzle. It was also noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device. The light guide lens, objective lens, scope connector, control unit and universal cord had discoloration. The scope cylinder was shaved and the adhesive on the bending section rubber had a crack. The ceiling plate had a crack and there was an abnormal sound due to damage of the up/down knob. There was a lack of image on the monitor and image had a partial dark area due to dirt on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.